Event description:
It was reported that a caregiver called regarding a missed meal announcement for an ilet user and was advised that if more than 30 minutes had elapsed after eating, they should not announce the meal because the system would begin correcting glucose levels accordingly. The user¿s glucose was stable at the time of the call. No reported symptoms. Outcomes included no adverse health effects and no alerts or alarms. Investigation included customer education and troubleshooting on appropriate use of meal announcements and system behavior. Investigation of this case revealed no device malfunction and no component damage, with the event attributable to user guidance on timing of meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error managed through education.